Event description:
Alaris pump was programmed to run a bag of keppra as a secondary line. Pump was beeping "air in line." The secondary bag of keppra was full, and the primary 50cc bag of normal saline was completely empty. Pump ran a secondary infusion as a primary. Was tested and all tests passed normal operating parameters. Returned to service.